Event description:
It was reported that this lead was an attempted implant due to the physician damaged by accident the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this lead was an attempted implant due to the physician damaged by accident the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.